Manufacturer narrative:
This event occurred in (B)(4). Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys cortisol ii, elecsys ft4 iii assay, and elecsys tsh assay results for one patient tested on a cobas 8000 e 801 module. At 14:58, the patient's initial results were cortisol 1578 nmol/l, ft4 100 pmol/l with a data flag, and tsh 0.0611 miu/l. The sample automatically was repeated and the patient's ft4 result was 17.4 pmol/l. The customer reported the initial cortisol and tsh results outside the laboratory. For ft4, the customer reported the 17.4 pmol/l result. The patient's physician questioned the initial results due to the results not matching the clinical picture of the patient. The customer performed repeat testing with the same sample tube as well as a different sample tube collected at the same time. At 15:44, the patient's repeat results with the same sample tube were cortisol 141 nmol/l, ft4 16.3 pmol/l, and tsh 1.41 miu/l. At 15:44, the patient's repeat results with the other sample tube were cortisol 143 nmol/l, ft4 16.4 pmol/l, and tsh 1.41 miu/l. The cortisol reagent lot number was 490657 with an expiration date of 31-jul-2021. The ft4 reagent lot number was 520701 with an expiration date requested but not provided. The tsh reagent lot number was 496502 with an expiration date requested but not provided.

Manufacturer narrative:
The ft4 reagent lot number was 520701 with an expiration date of 31-jan-2022. The tsh reagent lot number was 496502 with an expiration date of 31-jan-2022. The customer's calibration and qc results were acceptable. The investigation reviewed the provided alarm trace and did discover one alarm regarding a sample quality issue, "sample clot detection." The customer confirmed no fibrin clots or stands were present in the samples. The investigation confirmed the maintenance status of the analyzer was ok. The instrument check data was requested but not provided. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.